Event description:
Information was received indicating that this ambulatory infusion pump was continuously beeping. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received on 12-sep-2018 indicating an event date. Device evaluation completion date: 01-apr-2018. Device analysis: one smiths medical cadd legacy pump was returned for analysis with a damaged case and scratched lens. During analysis, the customer's reported problem regarding "keeps beeping" was unable to be duplicated. Simulated use was unable to verify the issue. Simulated use found the pump functional without alarms. Event log review found two motor errors recorded along with one motor locked recorded. The pump was opened, and motor current measured within specification, however the value measured was near the upper limit. The motor will be replaced as a preventive maintenance due to the errors recorded and current measured. The visual inspection of the pump found lens cover scratched and lcd interconnection broken. The lcd will be replaced due to the broken interconnection. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.